Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had systemic infection. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to the infection. No further patient complications have been reported as a result of this event.